Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was being returned for an annual inspection. There were no reports of patient or user harm associated. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the suction cover was shaved, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to wear of the angle wire the bending angle in the left direction did not meet the standard value, due to wear of the angle wire the bending angle in the right direction did not meet the standard value, the light guide lens had a crack, the adhesive on the bending section cover rubber was detached, the connecting tube had coating peeling, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
H10: it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.